Event description:
Pt significant other stated that they just changed cassette and was getting ready to prime to rotate to 2nd pump but the screen turned red and pump started beeping with #41622 and 1103 showing on the screen with no verbiage of the alarm, started that every time they try to prime this happens. (B)(6) nursing supervisor tried to troubleshoot by asking them to take batteries out and put the cassette back in, screen still turned red when they tried to prime again. Nursing sup (B)(6) confirmed that those specific codes indicate complete pump malfunction so patient will need replacement pump sent. Sn (B)(6). Pump return tracking info not available. Photographs not provided. Continuous infusion. Set flow rate/volume delivered unknown. Position of pump unknown. No additional info available. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available to be returned for investigation? Yes - upon pt return. Did we replace the device? Yes, did the pt have a backup device they were able to switch to? Yes, if yes, was the pt able to successfully continue their infusion? Yes, is the infusion life-sustaining? Yes, reported to (B)(6) by pt/caregiver.